Event description:
It was reported to boston scientific corporation that a prefyx prepubic sling system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient suffered physical pain. All other information is unknown and unavailable.

Manufacturer narrative:
The reported lot number, k2377852 could not be verified. Consequently, the manufacture and expiration dates cannot be determined.